Event description:
Patient presented with high impedance and was referred for a full revision (generator and lead). No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No known surgical intervention with the suspect product, lead, has occurred to date. No other relevant information has been received to date.